Manufacturer narrative:
Philips service replaced the power supply and restored the table to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the ad7 table stopped working during use on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.